Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a damaged stylet is confirmed but the exact cause is unknown. Three photo samples were returned to vad for investigation. The first photo consisted of a 3cg stylet with a break in the polyimide tubing. A bend and slight kink could be seen. The core wire was observed to be extending past the polyimide tubing. The second photo appears to show the same segment of the stylet as the first photo from a different angle. The third photo sample appears to show the detached broken portion of the polyimide tubing. Based on the description of the reported event and photo samples returned, possible contributing factors include damage to stylet during catheter trimming and excessive force during placement or removal. As the stylet was confirmed to be damaged, the complaint is confirmed but the exact cause could not be determined from the photo samples provided. A lot history review (lhr) of recn0394 showed two other similar product complaint(s) from this lot number.

Event description:
It was reported a patient had a powerpicc inserted; it would not feed past her shoulder therefore the decision was made to leave the PICC as a midline. The wire inside the PICC was pulled out so the line could be cut and then re inserted before inserting into the patient. It was stated the line had also been primed with saline at the start of the procedure. On removing the guide wire after the line had been placed in the patient it was noted that from about 1 cm from the end of the wire it was hanging by a thread. It was reported the wire had been bent from the insertion and manipulation but not cut. When compared to a wire from a new line it was the same length and this was seen and discussed with consultant from radiology. It was stated that a wire from a new line can be snapped between two fingers. Reassurance given to patient that no wire from the line has been left inside .

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the photo sample and will evaluate. Results are expected soon. A lot history review (lhr) of recn0394 showed two other similar product complaint(s) from this lot number.

Event description:
It was reported a patient had a powerpicc inserted; it would not feed past her shoulder therefore the decision was made to leave the PICC as a midline. The wire inside the PICC was pulled out so the line could be cut and then re inserted before inserting into the patient. It was stated the line had also been primed with saline at the start of the procedure. On removing the guide wire after the line had been placed in the patient it was noted that from about 1 cm from the end of the wire it was hanging by a thread. It was reported the wire had been bent from the insertion and manipulation but not cut. When compared to a wire from a new line it was the same length and this was seen and discussed with consultant from radiology. It was stated that a wire from a new line can be snapped between two fingers. Reassurance given to patient that no wire from the line has been left inside.